Event description:
It was reported image distortion horizontal purple lines got gradually worse then image cut and then flickered between image and no image. No surgical delay or prolongation of surgery. The procedure was completed without any patient injury or harm.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
As no product was returned, a final determination of the root cause is not possible. According to the customer, the device functioned normally at the beginning of the procedure, but image distortions appeared during use. Based on this description, the most probable cause is damage to the image signal chain of the endoscope, likely resulting from damaged or improper handling during clinical application. The customer should follow the handling precautions outlined in the instructions for use (IFU), which emphasize the importance of careful handling to avoid damage to sensitive components. The event is filed under internal karl storz complaint ID: (B)(4).